Event description:
The patient had a self-expanding stent placed in the right superficial femoral artery. At that time, patient had 100% stenosis of the mid-right superficial femoral artery. Patient was taken back to the catheterization lab because there was 100% stenosis of the mid to distal right superficial femoral artery. A 5f sheath and a glidewire advantage® guidewire placed in the distal right peroneal artery were used. Balloon angioplasty was performed in the mid to distal right superficial femoral artery, the popliteal artery, and then the peroneal artery. Angiography demonstrated a dissection flap just distal to the previously placed stent in the right superficial femoral artery and this was covered with a lifestent® 5f self-expanding vascular stent. It was immediately apparent after deployment of the stent that the distal portion of the stent delivery system was retained within the vessel due to malfunction of the stent delivery system. A 3.2 mm goose neck snare delivery system was used to retrieve the retained foreign body in the right superficial femoral artery and retracted through the sheath, nothing was left behind. The retained (broken off) portion is approximately 8-9 inches long.